Manufacturer narrative:
The emitter for the navigation system was returned to the manufacturer for evaluation. Testing found that there was a fault on one coil in the system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: upon further review, aware date of initial report was 01-may-2018.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative replaced the field generator emitter. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the magnetic field type could not be used because both the axiem box and the emitter had error indication. The procedure was conducted with using optical navigation.